Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a review of a previous device check, increased pacing lead impedance was observed. The patient was asymptomatic and will continue to be monitored.